Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was over 600 mg/dl. Customer treated their high blood glucose levels via insulin pump and manual injections. Troubleshooting for high blood glucose was performed. Customer experienced shortness of breath, nausea and they felt disoriented. Customer had a bent cannula and they were advised to change out their infusion set. Customer was advised to return the infusion set and that a replacement infusion set would be sent out. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions. The insulin pump will not be returned for analysis.